Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. During the procedure following placement of this lead the patient developed a bleed within the device pocket. The physician subsequently chose to remove the lead and abandon the implant procedure in favor of a right sided implant the following day. No additional adverse patient effects were reported.